Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, the expandable sleeve of the device was broken from the beginning and it could not be used. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.